Event description:
Pt's spouse called alleging that meter reads inaccurately high which caused them to call the paramedics. Around 6:00pm (during dinner time), pt had taken 22u of humulin r and humulin n without testing the blood sugar. At 1:00am, pt "practically passed out and was sweating profusely". Spouse immediately gave the sugar water to try to revive the pt. The spouse then tested the blood sugar and obtained a 7.1mmol/l. The spouse knew that was an incorrect reading and called the paramedics. Paramedics arrived 5-10 mins later and tested pt on their meter (brand unk) and obtained a 2.3mmol/l. Paramedics treated pt with glucagon and neither pt nor spouse recalls how much glucagon was administered. Paramedics had pt eat a peanut butter and jelly sandwich and a glass of milk. Pt thinks that the paramedics were at the house for about 2.5 hours. Pt was not taken to the ER. Unk if pt was tested after eating the food. Pt did not have meter available to troubleshoot with customer service. Lfs meter did not contribute to the serious injury that pt had experienced. There was an invalid comparison between paramedics' meter and pt's meter. The reading of 7.1 mmol/l does not match pt symptoms.